Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 26 states, "effusion." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-04043 & 3002806535- 2013-00165).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2013 allegedly due to elevated metal ion levels, pain, adverse reaction to metal debris (armd) and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same patient (reference 3002806535-2013-00165 & 1825034-2013-03659 & 3002806535-2015-04043 & 3002806535-2016-00334 / 00335). This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a right total hip revision procedure approximately three years post-implantation due to allegations of elevated metal ion levels, pain, adverse reaction to metal debris (armd) and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.